Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 3, pump error 49, pump error 68 or critical pump error noted during testing. The pump had a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a critical error with their insulin pump. It was reported that it was impossible to start the device. No further information provided.

Manufacturer narrative:
It was reported that the customer received a critical error with their insulin pump. It was reported that it was impossible to start the device after a few days without a battery; after a fresh new battery was inserted the customer then received the critical error.